Event description:
It was reported that the customer's insulin pump had cracks near the reservoir window as well as near the battery compartment. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and a cracked and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.